Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.

Event description:
It was reported that the pump was not infusing. The pump was used to deliver baclofen. No pt symptoms were reported. The pump was replaced. The pt was doing fine with the new pump. Post explant and prior to return of the device to the MFR, the low battery alarm sounded.